Event description:
An aneurx stent graft system was implanted in a pt for treatment of a 4.8 cm abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. The patient did not return for follow up appointments after stent graft implant. It was reported that approximately 48 months post stent graft implant the pt was seen for an ischemic lower extremity. The CT demonstrated that the stent graft had migrated into the aneurysm sac and the aneurysm was now 6.1 cm. The physician believes that the proximal aorta has changed significantly in diameter since the time of implant. The physician elected to surgically convert the pt to a conventional stent. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results, conclusion: (no device returned for evaluation).